Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, when they tried to pull the hst iii system (3.8mm) our of the chamber it got caught up. Failed to deploy properly. No delay other than to grab another device. No patient issues and they had to open a new kit.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/12/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned outside the loading device. The blue slide lock of the delivery device was engaged and the white plunger was not depressed. The seal and tension spring assembly were observed in the window of the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.5 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem", was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000351104 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.